Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate plus profile 800cc , catalog number 3502800 serial number (B)(4), lot number 7595987. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent a breast augmentation revision with saline mentor smooth round moderate plus profile 800cc breast implants and experienced bilateral capsular contracture. As a result, the patient had undergone explantation on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 5/8/2020, a manufacturing record evaluation (mre) was performed for the finished device number 7544568, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/02/2019, it was erroneously omitted to report that the initial reporter information was reported incorrectly in the initial report. The correct initial reporter¿s information was reported in the previous supplemental report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/25/2019, mentor confirmed that MDR submission reference numbers (B)(4) and (B)(4) were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number (B)(4). On (B)(6) 2018 the patient began experiencing swelling, pain and discoloration of the right breast about 2 weeks post implantation. The patient was seen in the ER on (B)(6) 2018 and a CT scan indicated right breast hematoma. The swelling and discoloration worsened in right breast leading to explantation of the device on (B)(6) 2018. The devices were replaced with saline breast implants. The initial reported was patient¿s family/friend: (B)(6), email: (B)(6), phone: (B)(6). Facility information: phone (B)(6), name: (B)(6), address: (B)(6). It is unclear whether only the right breast implant was removed because the duplicate record indicated: ¿right side only removed¿. Manufacturer¿s reference number: (B)(4).